Event description:
The device was used to administer 4 defibrillator shocks to a pt diagnosed in cardiac arrest. When the defibrillator was charged for a fifth shock, the device reportedly displayed a svc message and failed to charge. A backup device was made available and used to continue treatment of the pt. The pt was not resuscitated. A clinical review of the reported info by medtronic concluded that device use did not cause or contribute to the pt's outcome.

Manufacturer narrative:
Medtronic evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated. The root cause of the reported problem was not determined. (B)(4).